Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance when it was attempted to be released. After a few unsuccessful attempts, the doctor replaced the device. The system was removed without difficulty, although, resistance was encountered while attempting to remove the stent from the catheter outside of the patient. The resistance was felt in the middle and distal sections of the catheter. The catheter was flushed continuously with heparinized saline. The catheter was kinked at the distal end. The pushwire was not damaged. It was also indicated the pipeline failed to open at the distal end. The pipeline was not positioned in a bend and less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps taken to resolve the event. The pipeline was resheathed and removed with the microcatheter. The devices were prepared as indicated in the IFU. The patient did not experience any symptoms or complications. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed no anomalies. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with an unknown max diameter and neck diameter. It was noted the patient's vessel tortuosity was normal. Ancillary devices include: rist 079, 107f-079-100 guide catheter, phenom 21 fg13150-0615-2s, and a navien 5f.

Manufacturer narrative:
Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ as found condition: the pipeline vantage embolization device and phenom 21 catheter were returned within a shipping box and within a plastic pouch. The pipeline vantage embolization device was returned within a dispenser coil and the phenom 21 catheter was returned within a plastic pouch. ¿ visual inspection/damage location details: the pipeline vantage embolization device was returned within its introducer sheath. The pipeline vantage embolization device was pushed out from within the introducer sheath for further analysis, deploying the braid. No bends or kinks were found with the pipeline vantage pusher. The pusher resheathing arm¿s were found in good condition. The pipeline flex braid proximal end was found damaged (frayed). The braid distal end was found fully open and in good condition. The pusher sleeves and tip coil were found in good condition. The phenom 21 catheter was examined. The catheter hub was found in good condition. The phenom 21 catheter body was found ovalized at the proximal marker ~3.0cm from the distal tip. The catheter distal tip was found in good condition. ¿ testing/analysis: the phenom 21 catheter total length was measured to be ~159.0cm and the useable length was measured to be ~152.5cm which is within specification (specification: 150cm ± 5cm). The phenom 21 catheter was flushed, water exited from the distal tip. An in-house 0.021¿ mandrel was inserted through the phenom 21 catheter with resistance at the damaged (ovalized) location. ¿ conclusion: based on the device analysis and reported information the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Failure to open can be caused by patient vessel tortuosity, braid improperly sized to anatomy, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause for the reported event could not be determined. Regarding the customer¿s report of ¿resistance/stuck during delivery¿ and ¿catheter kink/damage¿ these issues were confirmed. In this event, it is likely the damage found with the returned phenom 21 catheter (ovalizing) contributed to the reported resistance, damaging the proximal end of the braid. However, the cause for the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.